Event description:
A malfunction alarm was reported, displaying the code malf 0. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Customer technical support provided pump reset information and assisted the caller in resetting the pump, after which the malfunction code did not recur. Customer was advised to call back if the issue reoccurred and was informed that they could continue using the pump.